Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. The complaint for interventional device interacts with pre-existing mitral valve/ring is unable to be confirmed as the device/imagery was not provided for evaluation. Additionally, as no lot number was provided, a DHR review was unable to be performed. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of the IFU/training materials revealed no deficiencies. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. As reported, ''valve embolized due to the commander balloon interacting with the mosaic mitral surgical valve, pushing the sapien valve aortic.'' Per the training manual, ''thv not filled with nominal specified volume'' and ''anatomical features'' are possible reasons that the thv could embolize into the aorta during thv deployment. In this case, it was reported that the inflation balloon was filled with +1cc from nominal specified volume (11ml for 20mm size balloon). Additionally, the patient had a pre-existing surgical bioprosthesis in the mitral position. The increased inflation volume can lead to a larger balloon profile, increasing the risk of interacting with adjacent anatomical structures (mitral bioprosthesis). This interaction may have restricted full expansion of the balloon at its proximal end, potentially contributing to the valve being displaced and embolizing towards the aorta. As such, available information suggests that patient factors (existing mitral valve) and/or procedural factors (over-inflation of balloon) may have contributed to the reported event. However, as no device or procedural imagery were provided for evaluation, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure with a 29mm sapien 3 ultra resilia valve the sapien valve embolized due to the commander balloon interacting with a pre-existing non-edwards mitral surgical valve, pushing the sapien valve aortic. A non-edwards valve was implanted. Afterwards, the sapien valve was moved into the aortic arch away from the greater vessels. The chest was opened because the blood pressure was unstable, but nothing was fixed. The patient is stable. Per the fcs, there was no allegation any edwards device was deficient. There was no device damage.

Manufacturer narrative:
The investigation is ongoing.